Event description:
The pt was revised because of wear of the tibial insert.

Manufacturer narrative:
Examination of the submitted device found evidence suggesting preferential loading of the femoral component onto the tibial insert. Further examination confirmed anticipated wear for a polyethylene component implanted for thirteen years. A search of the complaint database did not show any other reports against the lot code. No evidence was found indicating product error and the need for corrective action is not indicated. Should add'l info be received, the investigation will be re-opened.